Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the shunt in the severely tortuous and severely calcified upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications nor injuries reported, and the patient was in good condition post-procedure.